Event description:
The patient reported that she has an infection of her itrel device and that she is planning on having it explanted. Further information is being requested from the hcp.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.